Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Scrub reported plastic piece stuck on burr after case. Unsure if piece came from burr guard or rotary attachment case type: pka.

Event description:
Scrub reported plastic piece stuck on burr after case. Unsure if piece came from burr guard or rotary attachment. Case type: pka.

Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, date rec¿d by MFR, PMA/510k, if follow-up, what type and device evaluated by MFR based on the results of investigation. Reported issue: it was reported that there was a plastic piece on burr. Product history review: review of the device history records indicate 22 devices were manufactured and accepted into final stock on 3/13/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n: 204992, lot: 40m028790 shows no additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection showed peek bushing was missing form the burr guard. The bushing may have been removed by central sterile. If the burr rubs against the bushing the peek material could transfer to the burr. Material analysis: material analysis not needed as no foreign material suspected. Conclusion: issue confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event.

Event description:
Scrub reported plastic piece stuck on burr after case. Unsure if piece came from burr guard or rotary attachment case type: pka.